Event description:
It was reported that pump battery was not charging and pump did not turn on despite attempts to connect it to different usb cables and wall outlets, with no lights appearing around the awake button. There was no reported impact to the customer¿s blood glucose level. Customer arranged for device return, and distributor planned to check pump upon receipt while a replacement pump was issued; no additional information was received regarding further actions or outcomes.